Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems transport and hospitalization while on ilet therapy. Severe hypoglycemia can result in neurologic impairment and is consistent with the reported confusion, inability to communicate, and fall. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The event followed a period of hyperglycemia, and the transition from high to low glucose could not be attributed to a confirmed device malfunction. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 37 mg/dl following a preceding hyperglycemic episode with bg levels up to 400 mg/dl, resulting in a fall and hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2025, treated with IV fluids, and discharged on (B)(6) 2025.